Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via clinical study reported the motor stall occurred at 13:13 and recovered at 13:43.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving bupivacaine (2.0 mg/ml at 0.3997 mg/day), clonidine (120.0 mcg/ml at 23.98 mcg/day), and morphine (15.0 mg/ml at 2.998 mg/day) via an implantable pump for non-malignant pain. A pump interrogation was performed on (B)(6) 2016, revealing a motor stall and recovery. The device diagnosis was pump motor stall. The event date was noted as (B)(6) 2016. There were no actions taken. The event resulted in an unscheduled clinic or office visit. The event was related to the device/therapy. The event was not related to the implant procedure. The etiology included ¿MRI.¿ the event resolved without sequelae on (B)(6) 2016. There were no reported complications/symptoms. Additional information was received. It was noted that the motor stall occurred and recovered post MRI.